Event description:
New information received noted that the physician did not suspect an issue was attributed to the lead with serial number (B)(6), rather that the issue was due to patient anatomy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead exhibited rising capture threshold and failed to capture. This lead was not used, and another rv lead was attempted. This rv lead also exhibited a rise in capture threshold. This lead was also not used, and the physician completed the procedure using a different rv lead. The patient was discharged in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.